Event description:
It was reported that a shaft fracture occurred. The target lesion was located in a mildly calcified vessel. Following predilatation, the promus element plus stent was introduced and deployed. During deployment, the stent delivery system (sds) balloon inflated slowly. Post deployment, resistance was encountered while attempting to remove the sds. The sds shaft fractured at the weld connecting the proximal and distal shaft while the device was inside the patient. The physician pulled back the guide wire and deep introduced the guide catheter. The distal fractured shaft was fixed with the help of a small balloon. It took 20-30 seconds for the physician to remove the fractured part of the balloon. The patient had discomfort during the procedure but was stable post procedure.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Manufacturer narrative:
Upn corrected from unk717 to h7493911328300. (B)(4).

Event description:
It was further reported that 90% stenosed, 25x3.0mm, target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery.